Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 06aug2019. The product support engineer (pse) advised customer that they have two problems being the liquid crystal display (lcd) and nav-ring. The pse explained to the option of updating the existing graphic user interface (gui) to accommodate the lcd or replacing the whole gui. The customer elected to go with the whole gui. The pse provided customer part numbers. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports that the screen is dark and will not adjust. There was no patient involvement.